Event description:
It was reported that a 54-year-old female patient underwent a revision surgery following a cup migration/tilting due to trauma 1 month post-operative. For context, there was a traumatic event one week postoperatively (surgery on (B)(6) 2025), involving a sudden movement while trying to catch a car door. Patient was in pain. The CT scan does not appear to show any associated fracture. The surgeon replaced the cup and the neck.

Manufacturer narrative:
Based on the information provided, the event is due to a cup migration/tilting following a trauma 1 month post-operative. The most probable root cause of this event is a user error. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality. If additional information is made available, the investigation will be updated as applicable.